Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that, the customer had low blood glucose of 43 mg/dl and at the time of the incident it was 48 mg/dl and current blood glucose was 60 mg/dl. The customer treated low blood glucose with orange juice. The drive support cap appears norma. Based on customer report proceeding in troubleshooting per customer alleging possible pump over delivery. Customer noticed that the insulin inside is a little cloudy that the ones that they are going to use. Customer ate pizza and blood glucose went high as 156 and then customer corrected it with bolus and now the blood glucose was 140 mg/dl. Customer advised to monitor pump and blood glucose. The device will not be returned for analysis.